Event description:
The customer reported the system experienced arcing. However, while servicing the system, the fse reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and fluoro functions circuit board were replaced. Also, several adjustments were completed. The system was then found to be operating as intended.